Event description:
It was reported the impedance had increased to greater than 1900 ohms. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High ventricular impedance was noted on the data disc review. Other: it was reported the impedance had increased to greater than 1900 ohms. The lead was replaced. No patient complications have been reported as a result of this event. No conclusion can be drawn. Impedance, high.